Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for analysis. Based in visual examination of the returned device along with review of the provided xray images, it cannot be identified the reported loosening condition on the device. It cannot be determined that a device failure or malfunction contributed to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for analysis. Based in visual examination of the returned device along with review of the provided xray images, it was not possible to identify the reported dislocation/loosening conditions. It cannot be determined that a device failure or malfunction contributed to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Event description:
Additional information received indicated that the x-ray images does not show signs of femoral adapter to be broken. Only upon opening the knee, it was found that it was loose and when they remove the femoral component to find that it was broken and an unplanned surgery was performed to replace the femoral component.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision op was done in 2012. Records of implants cannot be retrieve by current specialist as op was not done by him. Patient fell a few days ago and pre op xray showed that insert was dislocated. Surgeon planned for an exchange of insert however intra-operatively surgeon realised that femur was loose and removed the femur. When femur removed the stem bolt was broken. An unplanned surgical intervention was needed (replaced of femur and bolt) due to the broken bolt. Doi: 2012, dor: unknown, unknown side.